Event description:
States one pump shows a "10%" error message before the cassette is even dry; advised pharmacy will send replacement pump and return box to take a look at pump "patient does not have sn# at this time. Will call back once available" patient did not experience adverse event. Patient did have back up device they were able to switch to. Did we replace the device. Yes. What is the serial number of malfunction pump? Not available. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 125ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2013 to current. Diagnosis or reason for use: pah.